Event description:
It was reported prior to an unknown procedure; that when the nurse opened the package, she felt tyvek sealing was not enough. Another device was used to complete the case.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the manufacturing process.